Event description:
During a routine shift check by a clinician, the device would not charge or discharge energy when using paddles. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a broken pin on the connector of the multi-function cable.